Event description:
Nurse called in to report that insulin pump had stopped working and customer had been hospitalized for diabetes ketoacidosis. Patient's blood glucose was over 500 mg/dl and knew this was a problem. He decided to go to the hospital. Customer had been placed on insulin drip. Blood glucose level was 826 ml/dl. Customer experienced nausea, vomiting and dry mouth. During troubleshooting, it was found that the device was operating properly. Customer blood glucose level during troubleshooting was 178 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.